Event description:
Additional information received. The urine culture showed escherichia coli. No further patient complications were reported in relation to this event.

Event description:
It was reported that after an elevate posterior was implanted, the patient had a lower urinary tract infection. The patient was given bactrim starting on (B)(6) 2015. The patient recovered with no sequelae (resolved) on (B)(6) 2015. Related to MFR# 3011770902-2015-00005.